Event description:
It was reported the device was used during a low anterior resection. It was reported the surgeon had difficulties in having the anvil stay together with instrument as he dialed closed. When surgeon fired the device, he experience only one row of staples and had to oversew the anastomosis. There was no consequence to the pt.